Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign (B)(6). PMA/510k: 510(k) is n/a. This device is only sold in (B)(6). Device evaluated by MFR: visual inspection found no unusual characteristics of the device. During functional testing using an indeflator filled with green color dye water, the device was pressurized and at less than 2 atm, a pinhole leak on the balloon was present. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.

Event description:
The angiosculpt device was used to treat a slightly tortuous peripheral lesion. During the first inflation at 12 atm, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported.